Event description:
A cellebrity endoscopic cytology brush was used during a procedure in early 2009. It was reported to boston scientific corporation that, during unpacking, a nurse discovered that the indicated size of the brush (1.9mm) was not correct compared to the given 3.0mm of this product. The procedure was completed with a second cellebrity endoscopic cytology brush. No complications were reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.